Event description:
The customer reported the power cord could not be connected with the device. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the power cord could not be connected with the device. There was no report of patient involvement. The device was evaluated by a philips fse and there was no trouble found with the device. This was confirmed to be a user error. The device passed testing and was returned to the customer. This was not a device malfunction, this was confirmed to be a user error.